Manufacturer narrative:
A device history record (DHR) review of lot 17616858 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an evt case, a power flex pro (4mm4cm 80) was delivered to the lesion and inflated as a pre-dilatation. However, it ruptured at its nominal pressure. The lesion was the heavily calcified left common iliac artery. There was no reported patient injury. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during an evt case, a 4x40mm 80cm powerflex pro balloon catheter (bc) was delivered to the lesion and inflated as a pre-dilatation; however, it ruptured at its nominal pressure. There was no reported patient injury. The lesion was the heavily calcified left common iliac artery. The product looked normal when removed from its packaging. The device prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The balloon ruptured during its initial inflation. The product was removed intact (in one piece) from the patient. No other anomalies were noted when the device was removed from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17616858 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics of a heavily calcified artery may have contributed to the reported event since calcified/resistant lesion can damage a balloon. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: during an evt case, a powerflex pro (4mm x 4cm 80cm) balloon catheter was delivered to the lesion and inflated as a pre-dilatation. However, it ruptured at its nominal pressure. The lesion was the heavily calcified left common iliac artery. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17616858 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a heavily calcified artery may have contributed to the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.